Manufacturer narrative:
A ge rep evaluated the system and found that one lock was engaged and the other wasn't. Ge rep engaged all locks and system operates as intended.

Event description:
Customer reported the table will not move and the foot pedal and hand control do not work. No pt injury was reported.